Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that the remote monitor failed to send an automatic transmission and that when the start button on the monitor was pressed it failed to power up. No indicator lights came on and it did not initiate a transmission. Prior successful transmissions had been received by this monitor. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis confirmed the initial report, the device failed incoming visual/functional check and would not start interrogation. However, after further analysis the failure disappeared so a root cause could not be determined.

Event description:
It was reported by the patient that the remote monitor failed to send an automatic transmission and when the start button on the monitor was pressed it failed to power up. No indicator lights came on and it did not initiate a transmission. Prior successful transmissions had been received by this monitor. The monitor was replaced. No patient complications have been reported as a result of this event.